Event description:
Philips received a complaint on the patient information center ix indicating that all of the central stations were down on (B)(6) 2025. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who advised multiple stations were disconnected from the network. The customer was using a philips supplied clinical network (pscn). Upon remote examination of the site, the rse identified multiple distribution switches that were offline. The rse reached out to the network engineering (ne) team for support, and the network engineer encountered difficulties resetting the error disabled connections, as he was repeatedly logged out of the switches. An onsite technician was needed in order to establish a console connection to distribution switch a, located in the intermediate distribution frame (idf) closet on the second floor, as well as the other network devices. The philips field service engineer (fse) went onsite and checked the core switches. The fse found the trunk ports were error disabled in both cores a and b, so the fse enabled them back and reenabled the ports, the trunk ports for all the floors, and all the switches. Based on the information available and the testing conducted, the cause of the reported problem was the core switches connected had been interrupted many times, which caused the trunk boards to be error disabled and disconnect. The reported problem was confirmed. The connection was back up and running. All the switches were connected to the core switches again.